Event description:
It was reported there was no magnet response and the device could not be interrogated. It was also reported per patient that the device had not been checked since implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) battery - battery depletion-normal.